Manufacturer narrative:
Despite multiple requests for additional information, no further details concerning this event were provided by the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and was not able to pace the patient which resulted in them being hospitalized with ventricular tachycardia which the system was unable to convert. The physician decided to explant and replace the device as a result of the lack of pacing. The lv lead remains implanted and in service. No additional adverse patient effects were reported.